Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case cracked by the front right bottom corner, damaged keypad, cracked right plunger case, and missing plunger lever. During analysis, the reported issue was able to be duplicated. It was noted that physical impact caused cracked right plunger case and missing plunger lever. Service replaced the right plunger case assembly, performed power up process and all the functional test passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during testing, a smiths medical medfusion pump had a broken plunger lever. No patient was involved in this event. No adverse effects were reported.